Event description:
It was reported that the customer was hospitalized for dka. A replacement pump was requested. Informed that the family member needs to troubleshoot the pump first before a replacement is sent.